Manufacturer narrative:
(B)(4). Date sent: 12/12/2024. D4: batch # unk. B3: event day and month unknown. Captured as 1/1/24. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished #long60a, with lot/batch #x9658h and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the incident, the jaw remained locked, preventing the cartridge from being fired. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/30/2024 corrected data: b1, h1 additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? // yes, stroke to reverse button was used. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? // yes, squeezing the closing trigger while simultaneously depressing the anvil release button did the jaws eventually open? // yes upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.